Event description:
Rptr was moving boxes at work and twisted wrong and experienced a sharp pain. He is disabled and on lortab 7.5, naprosyn 500 mg, paxil 20 mg, flexeril 25 mg, xanax 1 mg and cephalexin 20 mg for pain, swelling inflammation, depression and muscle spasm.